Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid, concentration not reported at 8.423mg/day via an implantable pump. The indications for use were other chronic/intract pain (trunk/limbs) and spinal pain. The patient reported that they were told by their healthcare provider that after performing an x-ray that the patient has a visible kink in his catheter. The patient stated that he found out this in (B)(6) 2015. At the patient's last refill in (B)(6) 2015, the healthcare provider was expecting 3.5 cc and got back 5cc's. Also at that appointment in (B)(6) the patient drove by himself forty minutes and that when the patient got to the office he was sweaty and had low blood sugar. The patient stated that they thought he was going in a-fib but the patient stated he wasn't told he was in a-fib. They suspected withdrawal but they did a dye study and everything showed ok with the catheter that day. The patient was also given a shot of glucose and was told he couldn't drive to his appointments on his own anymore. The patient stated he was doing fine now and doesn't have any new pain outside of what he normally has. Clarification was requested regarding the kinked catheter and the low blood sugar, the interventions taken to resolve the kinked catheter and volume discrepancy and the cause of the kinked catheter. If additional information is received, a follow-up report will be sent.